Event description:
Device 2 of 2. Reference MFR. 1627487-2014-23304. It was reported the pt is without stimulation coverage. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. The pt will consult with the physician at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.